Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead; 419378 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead after paced beats which was causing the actual pacing rate to be less than the programmed rate. It was noted that the patient felt tired and had shortness of breath possibly due to the lower than programmed actual heart rate. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.